Event description:
Report received from USA stating that the device has a worn hose. It is unk if the device was used during surgery. It is unk if injuries or medical intervention were reported. The date of the event is unk. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).